Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Incorrect test strips returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 273, 162, 308 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/18/2020 and test strips were opened three days ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).